Event description:
It was reported that the system checkout failed in the pressure transducer test. There was no patient involvement. Manufacturer's reference #:(B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) was on-site and it was found that the expiratory pressure transducer pcb was faulty. It was replaced which solved the issue. The evaluation of the received device logs confirms the reported problem. The technical error codes indicating a pressure sensor error and apl pressure exceeded were generated during treatment and the following system checkout failed in the pressure transducer test due to the zero-pressure offset for the expiratory pressure transducer pcb had drifted outside defined intervals (drifted more than +/-300 mv from factory default). The measured zero pressure offset was at most 3 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 v. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The replaced part was kept by the customer and can therefore not be investigated. Our conclusion, based on the fse investigation and evaluation of the logs, is that the reported failure was caused by expiratory pressure transducer pcb.